Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed that the error log contains an undisclosed number of entries for error message e433 electrical/electronic property problem. Olympus was unable to reproduce the error in question. The error was traced back to a defective generator which also showed a liquid stain. Based on the results of the investigation, the definitive root cause of the issue could not be determined, since the e433 electrical/electronic property problem error could not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the generator exhibited an e433 error. There were no reports of patient involvement.